Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected increasing right ventricular (rv) lead shock and pacing impedance measurements for the past several months. The shock impedance measurements recently exceeded 125 ohms. The physician and patient family agree that the patient has significantly grown this year due to his age and his shoulders have widened. An x-ray revealed that due to the patient's growth the lead has lost slack and is tighter and is in a different confirmation compared to implant. No macroscopic damage was observed. Real time measurements have been taken and sensing, impedances and pacing thresholds were quite stable. Isometrics and pocket manipulations were unable to reproduce any changes. The physician increased the shock impedance alert from 125 to 150 ohms and monitor the patient. No intervention was performed.